Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 363706 batch no. 9077841. It was reported that before use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg a bubble was discovered in a the tube that is larger than 2 mm. The following information was provided by the initial reporter: I am reaching out because I noticed a bubble in the bridge of a map tube that is larger than 2 mm in it¿s widest length. Catalog number 363706, lot number 9077841. This was the only one found after inspecting 300 tubes.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the molded part has bubbles. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 363706, batch no. 9077841. It was reported that before use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg a bubble was discovered in a the tube that is larger than 2 mm. The following information was provided by the initial reporter: I am reaching out because I noticed a bubble in the bridge of a map tube that is larger than 2 mm in it¿s widest length. Catalog number 363706, lot number 9077841. This was the only one found after inspecting 300 tubes.